Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to the patient not using mask and washing their hands. The peritonitis was manifested by pain. The patient was hospitalized for the peritonitis event and was treated with hydromorphone (one tab every four to six hours as needed, dose not reported) for the pain. Treatment for the peritonitis event was not reported. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.